Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 1.2/2.6. The pt was not treated. The reporter declined product replacement.